Event description:
Procedure: lap gastric bypass. Pt sex: unk. Reportedly, while using the device for a roux-en-y the staple line on the remnant portion of the stomach bled significantly. The surgeon stated it could have been due to some soft tissue included in jaws. The surgeon used clips and cautery to correct the wound. There was no pt injury.